Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 to support anterior abdominal fascial reconstruction. Post-implantation, on (B)(6) 2014, the patient had developed an "external granulatomous foreign body reaction" at the implantation site. The device was completely removed on (B)(6) 2014. The "foreign body reaction" was determined to be an infection after pathology testing. Upon removal, the device displayed no integration with the patient tissue. The device was discarded and will not be returned.

Manufacturer narrative:
The reporter declined to provide allergan further information regarding product details. The events of infecton and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. Device labeling addresses the reported event of infection as follows: adverse reactions are those typically associates with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion. Those events are being reported because medical intervention was required, although device-relatedness has not been established.